Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported that, during a flexible ureteroscopy procedure, the physician found that the lithovue non-pressure ureteroscope shows problem with visual. Initial optics in the ureter were fine; however, once the scope was deflected into the kidney and a laser fiber was introduced, the monitor began flashing black and white in a strobe light. The problem persisted throughout the case. The physician was unable to visualize the kidney stone and aborted the procedure, placing a stent instead. The patient is expected to fully recover but will require a second surgery to complete stone treatment.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf impact code f2301 is being used to capture the reportable event of additional device required. Block h11: correction to field block h1: type of reportable event.

Event description:
It was reported that, during a flexible ureteroscopy procedure, the physician found that the lithovue non-pressure ureteroscope shows problem with visual. Initial optics in the ureter were fine; however, once the scope was deflected into the kidney and a laser fiber was introduced, the monitor began flashing black and white in a strobe light. The problem persisted throughout the case. The physician was unable to visualize the kidney stone and aborted the procedure, placing a stent instead. The patient is expected to fully recover but will require a second surgery to complete stone treatment.